Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell, missing. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on posterior assessed as an unidentified (tear) opening. - a piece of the shell is missing the assessment is inconclusive. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: left side implant rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted.